Event description:
The patient stated: "I tried to continue treatment with the step 4 on the lower and step 6 on the upper. I am still having terrible tightness in my jaw and problems with tmj. When I initially started treatment, I was told this would not affect my jaw. It has caused tremendous pain and lock jaw and I would like to request that my treatment end and be refunded back payment. I have attached a letter from my doctor office."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.